Event description:
It was reported the l1 lead had migrated causing loss of stimulation on that lead. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.